Event description:
The customer alleged they received questionable antibodies to tsh receptor (atshr), ft4, and tsh results for one patient on their e602 analyzer. The customer provided data for one reportable malfunction involving the atshr results. The specific date of this event was requested but not provided. The patient's atshr results from the e602 analyzer were 16.42 iu/l and 17.01 iu/l. It was assumed the initial results were reported outside the laboratory because of the repeated results on another method. The patient's sample was tested in another laboratory using an ria method and the result was <1.00 iu/l. There were no adverse events. The atshr reagent lot number was 176161; the expiration date was requested but not provided.

Manufacturer narrative:
A patient sample was returned for investigation. A streptavidin interfering factor was identified in the sample. This interference is documented in the product labeling.

Manufacturer narrative:
This event occurred in (B)(6).